Event description:
Discordant triglycerides (trig) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant trig results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center. During trouble-shooting, it was determined that the sample probe was 2000 counts over the maximum usage. The customer replaced the sample probe. A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that sample probe was not mixing. The fse replaced the sample probe echain and the stepper driver printed circuit board. The fse checked that the sample probe mixer was working within specifications, which it was. The cause of the discordant trig results was a malfunction of the sample probe mixer. The cause of the sample probe being utilized past its maximum usage was a user maintenance error. The instrument is performing according to specifications. No further evaluation of the device is required.